Event description:
New information states that the lead was not capturing properly and sensing intermittently.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted that the lead exhibited high impedance and threshold. The lead was not used and replaced successfully. The patient was stable.